Event description:
It was reported that an asymptomatic patient was presented to the clinic for a routine follow-up, and upon interrogation, the pulse generator was found in backup vvi mode. After a device software download, normal device function resumed.